Manufacturer narrative:
UDI(di): (B)(4). No conclusion code available; failure event observed during analysis. External insulation abrasion was noted at 17.5-17.8cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
This report is to advice of an event observed during analysis.